Event description:
Device history record was reviewed, no issue has been found device log history was not provided therefore no review could be performed. "The reported device was not received in brézins for investigation because it was repair locally. According to provided informations, the pump triggered an error 51 (speaker error). During maintenance, the ribbon cable founded dislodged. To dislodge this cable, the pump has probably fallen off. Based on this information the root cause of this defect was found likely due to an mishandling of the device which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: speaker error disassembled pump, ribbon cable to speaker board dislodged, connected and rebooted okay. Pump was very soiled, cleaned before returning to service device history record was reviewed, no issue has been found device log history was not provided therefore no review could be performed. "The reported device was not received in brézins for investigation because it was repair locally. According to provided informations, the pump triggered an error 51 (speaker error). During maintenance, the ribbon cable founded dislodged. To dislodge this cable, the pump has probably fallen off. Based on this information the root cause of this defect was found likely due to an mishandling of the device which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action reporting as a conservative measure. No adverse effects were reported.